Manufacturer narrative:
(B)(4). Date sent: 1/6/2021 d4: batch # u93m7d investigation summary the analysis results confirmed that the pouch device was returned fully deployed and with the suture torn. The bag was returned loose. Upon evaluation, the bag was noted to be torn at the middle and bottom end (not at the seams). The torn portion was noted to be stretched. In order to evaluate the internal components, the device was disassembled. Upon disassembling of the device, no anomalies were noted with the internal components. Each device is 100% visually inspected prior to shipment and damage of this magnitude would have been detected during this inspection. However, a potential cause of the torn bag is attempting to remove the bag with specimen through the trocar or forcing the bag through the access site as this may lead to bag rupture and spillage of contents. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). H2: additional information received: device was received for analysis. Review is in progress and not yet completed. Upon completion of device analysis, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, endopouch came apart. It did not break apart into pieces (no fragments were generated), it was malformed in shape. Case was completed successfully and there was not patient consequence.